Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the right ventricular lead dislodged. The lead was repositioned. The patient's condition was stable post procedure.